Manufacturer narrative:
Additional information: h10 (roi). H3, h6: given the nature of the alleged incident, the product, could not be returned for evaluation; however, the provided images were reviewed and revealed the condition of the skin. The clinical/medical investigation concluded that yeast/fungal skin infections are not an uncommon occurrence in hospitalized patients. The clinical root cause of the event is likely multifactorial given the patients diagnosis of a stable pelvic fracture and c-spine injury as it is suspect the dressing was being used as part of a prophylactic intervention to prevent pressure injury in a patient who most likely had limited mobility (and possibly underwent recent steroid/antibiotic treatment). Based on the size of the involved area, it is likely the IFU was not fully adhered to as it does caution to follow a comprehensive pressure ulcer prevention protocol and instructs to inspect the skin frequently. Device batch number was not provided; thus, an evaluation of the manufacturing records could not be performed. A review of complaint history for the previous 14 months did not reveal similar events for the device listed. The review of the instructions for use documents for allevyn lyfe sacrum revealed in the section of 'removal', that the removal should be done by lifting the top edge and slowly peel downwards towards the anus until completely removed. This will minimize the chance of transmitting infection. Also, in section 'frequency of change', it reveals that due to the increased potential for contamination and infection in this area, increased monitoring of dressing adherence may be required as per local clinical protocols under the guidance of a healthcare professional. Additionally, the review of the risk management file revealed this adverse event was previously identified. The anticipated risk level is still adequate. Lastly, a historical review concluded that there are no prior escalated actions related to this part number and failure mode. With the results of this investigation, the root cause of the reported event could not be determined. A factor that could contribute to the reported event include an adverse skin reaction to the dressings materials, such as the adhesive. It can also be the result of backflow and leakage (if there is any) that could create high humidity in the periwound area. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. H6 (health effect - clinical code, health effect - impact code and investigation findings).

Event description:
It was reported that, during wound care treatment, the nurse informed that the patient developed a "yeasty" wound beneath one (1) allevyn life sacrum (large). Denies usage of any additional products beneath the allevyn dressing. Skin had also a breakdown. The yeasty wound was managed with nystatin topical cream twice a day and left open to air. Patient did not experience systemic infection. Patient was ambulating and discharged home. At time of discharge, the 34-year-old patient had only ongoing problems related to trauma from fall, resulting in stable pelvic fraction and c-spine injury.

Manufacturer narrative:
This complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.